Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the white connector nut being broken off and a pin being lodged within the black cable¿s connector were both confirmed. The returned system controller (serial number (B)(6)) was observed to have the reported damages upon arrival. The pin was removed from the connector, then the controller was functionally tested and was found to operate a mock loop as intended despite the observed damages. The controller¿s white cable connector was inserted into a test patient cable and battery clip multiple times, and the connection remained intact. However, due to the broken locking nut, the connection was unable to be tightly secured. A log file was extracted from the controller during testing; however, it contained no atypical events related to the reported event, and the pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the observed damages to the controller appeared to have been the patient falling per the reported event. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The controller was shipped to the customer on 23jun2014. The heartmate ii patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the clinic on (B)(6) 2020 to exchange the system controller. The tightening screw on the white power cable had come completely off and the black power cable had a broken pin. The damage was reportedly caused by a fall. The patient was not injured due to this fall.